Event description:
It was reported that foreign item was seen on the subject device on examination of channel with use of a borescope. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Expected or random component failure without any design or manufacturing issue due to an environment problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.